Event description:
It was reported that the patient underwent an initial elbow replacement surgery on an unknown date. A nexel system was implanted. The patient is a candidate for revision surgery due to the failure of the ulnar implant and plate. The patient has fractured the cortex of her ulna for a majority of the length distally. The patient will be revised with a competitor's custom implant. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 03425.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Radiographs identified the following: no definitive significant findings noted due to poor image quality; however, possible distal humerus bone fracture, ulnar radiolucency suggesting loosening, and possible disassociation noted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.